Event description:
The device, which had been changed 30 minutes prior to the event, obstructed flow of gas from ventilator to pt. Pt was found unresponsive and required intervention by medical personnel. Pt recovered and was sent home on ventilator, which is expected from her disease.